Event description:
The actual residual pump volume was greater than the expected residual volume; the hcp pulled out a full 40 ml at the most recent refill. The pump was last filled in early january. No drug had left the pump since the last refill. The device system was used to deliver lioresal 2000 mcg/ml at 1500 mcg/day. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).